Manufacturer narrative:
Analysis found corrosion and/or wear and/or lubrication in the pump motor. Analysis found a pump motor stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding an implantable drug infusion pump. The drug being delivered were bupivicaine (concentration of 18.4 mg/ml and dosage of 10.77 mg/day), clonidine (concentration of 598 mcg/ml and dosage of 350.02 mcg/day), and sufentanil (concentration of 350 mcg/ml and dosage of 204.86 mcg/day). The reasons for use were non-malignant pain and failed back syndrome. It was reported that the pump was returned on (B)(6) 2016, and there was no complaint against the device, as the device was returned with no information. On (B)(6) 2016, analysis found that the pump motor had corrosion and/or wear and/or lubrication, and also a motor stall due to shaft bearing. If any additional information is provided, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.